Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two pieces. Analysis confirmed externalized conductors. An internal abrasion was noted between 13.5 cm and 17 cm from the lead tip. Externalized sensing cables were noted and etfe coating was intact. Another internal abrasion was noted between 19cm and 20.5 cm from the lead tip and etfe coating was damaged. The inner insulation was intact. Normal coil l continuity and resistance was measured.

Event description:
During ICD replacement, externalized conductors were observed via x-ray. No electrical anomalies were present. The lead was explanted and replaced.